Manufacturer narrative:
Analysis received the unit with no buttons response and button error alarm due to a corroded keypad traces. Analysis was unable to verify the excessive no delivery alarms.

Event description:
The customer reported via phone call that they received a button error alarm, keypad anomaly and no delivery alarm. The customer's blood glucose was 95 mg/dl at the time of incident. The insulin pump will be returned for analysis.